Event description:
It was reported that the reamer fell apart, and the bearing came out of the reamer. The hospital is concerned about the bearings and is sending the patient in for x-rays this week to confirm no bearing were left inside of the patient. Sales representative did not saw if any pieces fell into the patient's wound. No delay in surgery.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The large bearing on the drive shaft came apart, rendering the device inoperable. All pieces of the bearing were not returned. The device was manufactured in 2005 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.